Event description:
Info received indicates the head end brake will not engage.

Manufacturer narrative:
The tech found the head end brake linkage was broken. The tech replaced the brake linkage to repair the stretcher.